Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately two weeks post implant of the lvad, the patient had two episodes of significant bleeding and required a blood transfusion. After the second episode of bleeding, the vad coordinator noticed the pump power had decreased by 0.5 watts and the lvad had continued to indicate erratic power levels. The patient had reportedly suffered a stroke post-implant, and the patient's lactate dehydrogenase (ldh) and plasma free hemoglobin levels were elevated. The hospital performed an echocardiogram (echo) which showed that the pump was not functioning appropriately as the diameter of the left ventricle was at 3.5 cm. The hospital suspected that the patient may have had thrombus in the pump as the numbers had not stabilized and the patient remained borderline symptomatic. Based on the hospital's clinical judgment, a decision was made to exchange the lvad with another lvad. The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issues.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.